Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been reimplanted with a new device on (B)(6) 2022. The hearing performance was reportedly affected.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed.

Event description:
The recipient has been reimplanted with a new device on (B)(6) 2022. The hearing performance with the device was reportedly affected.